Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced a small hernia coincident with peritoneal dialysis (pd) therapy on the homechoice device. The exact location of the hernia was unknown. The hernia was diagnosed after the start of pd therapy; however, the hernia has not worsened with pd therapy. At the time of this report, no medical or surgical intervention was scheduled or planned. It was unknown if there were any iipv events, overfill events, or high drain volume alarms that could have caused or contributed to the development of the hernia. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.